Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the positioning of the right ventricular (rv) lead, due to several manipulation of the lead, extending and retracting, high impedance was noted and the mechanism of the helix was suspected. The rv lead was replaced. No patient complications have been reported as a result of this event.